Event description:
It was reported to medtronic minimed that the customer experienced pump errors 81 and 82. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed and the customer was able to clear the alarm(. No harm requiring medical intervention was reported. The customer discontinued the use of the device. Mmt-1812 was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump error 82 was confirmed in the pump history files and traces due to a possible hardware error. Pump error 81 was confirmed as a consequence of pump error 82. High sleep current measurement was confirmed due to moisture damage on the electronic assembly. Moisture damage was confirmed found on the battery tube, force sensor, pcba 1, and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this follow up report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.